Event description:
Customer reported that pump battery was depleting too quickly, with an estimated daily depletion rate of 37%. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.